Event description:
It was reported that upon interrogation of the device, the left ventricular lead showed varying, rising and high impedance and varying thresholds. The lead was reprogrammed. During the interrogation, there was also some atrial lead undersensing and low impedance measurements noted. The atrial lead was also reprogrammed. The physician was notified who opted not to do anything else. The device and both the left ventricular lead and atrial lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4568-45 lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was rising. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was variable. Analysis of the device memory indicated atrial undersensing information.